Event description:
An olympus field service engineer reported on behalf of a customer, the evis lucera elite colonovideoscope displayed an e315 (unsupported scope) error during maintenance. The unspecified procedure was completed using the subject device. There were no reports of procedural delays or patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of an e315 (unsupported scope) error was not confirmed. In addition, the plug unit had corrosion. An e216 (scope communication) error was displayed, and the image was noisy due to a faulty plug unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to scope connector corrosion and unstable communication during user handling of the device, which caused the suggested event temporarily. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): - inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.